Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 150 versus the labs 220 mg/dl. Tests were done 21-30 minutes. Patient did not experience any adverse event. No further information has been reported.